Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer had infusion sets that were leaking. Customer's blood glucose level was 180 mg/dl. The alarm was resolved by straightening the tubing. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.